Manufacturer narrative:
A ge rep contacted the customer by phone and provided them with a svc quote. No conclusion can be drawn as repair info is not available.

Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.